Event description:
On 4/26/23, (B)(6) inquired if hbl has any patient-related videos that could assist (B)(6) patient bw who is having difficulty using the digit widget. (B)(6) further added that the patient bw was treated for a possible infection with oral antibiotics and that dr. Weiss did not intend to remove the device.

Manufacturer narrative:
Analyzed production records, performed historical data analysis and trend analysis. No trend relate to irradiation dose lot or device lot was noted. Labeling included cautions regarding pin site care.